Event description:
It was reported that the patient presented asymptomatic to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egms. The patient had hypokalemia. Low r-waves were also observed. No changes were made to the device settings due to electrolyte imbalance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.